Manufacturer narrative:
Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Investigation could not be concluded as no device was returned.

Event description:
Pt implanted with prodisc-l at l5-s1 on (B)(6) 2010. Pt experienced persistent back pain, radicular pain in both legs and neurological compression. Prodisc-l removed (B)(6) 2011. Implant intact, noted as too large by operative surgeon. Polyethylene inlay removed with some difficulty noted. Both end plates removed. 8mm small baguera placed, revision completed. This is the 1st of 3 reports submitted on this event.